Event description:
A nurse reported to baxter that a titanium adaptor was not connected well with the patient connector of a transfer set. There was patient involvement, but no patient injury or medical intervention indicated along with this report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a titanium adaptor was not confirmed and no root cause could be determined.